Manufacturer narrative:
Result of investigation: after further evaluation, it was determined that the issue is most likely caused by fluctuations within the power supply (e.g. Transient power, power spike, power dip, or power sequencing). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). It was seen on log files that the unit has power button trigger events visible and tons of alarms 212 "ventilation stopped - battery flat - connect to mains power supply immediately" since they once used the vent until it has shut-down as the batteries were completely flat. The ventilator was sent to vyaire facility and it was seen that the mains power indicator led is not glowing after connecting the power cord. It was also found that the capacitor c7 of power supply assembly was burst. As a resolution, the power assembly was replaced and kept the ventilator running for 22 hrs. No on/off auto trigger was found in logs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that bellavista 1000 switch on and shutdown dialog box appeared automatically on screen without pressing on/off switch. There is no patient involvement associated with the reported event.